Event description:
It was reported that the device was not working. The event timing was outside of surgery. There is no harm or delay reported. The investigation found that the cutter failed the test cut with an incomplete cut. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cutter failed the test cut with an incomplete cut. The cutter was returned to the customer. Replacement is required to fully repair the cutter. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends